Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). The results from the meter were 5.0 inr, 7.0 inr, and 8.9 inr. The specific time of the results was not provided it was only stated as within an hour. Because of the high results, the customer went to the emergency room. The result from the laboratory was 1.9 inr. The laboratory method was asked for but not provided. There was no adverse event. The customer had no symptoms of high inr results and was feeling "fine". He was not treated and was sent home from the emergency room. The customer was not anemic, no heparin, no other blood thinners, no antiphospholipid antibodies, no lupus and no direct thrombin inhibitors. The customer has had no changes in health or other medication. He had been eating differently by eating more fruits and fewer vegetables. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient returned one strip for investigation. The returned strip was tested with a retention meter and liquid quality control as well as retention strips. Testing results: qc 1: 2.6 inr (customer strips), qc 2: 2.6 inr (retention strips), qc 3: 2.6 inr (retention strips). The obtained qc values were in the allowed range of the used combination strip lot. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.